Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns pt began to experience an increase in seizure activity at pre-vns baseline and that the pt's seizures can no longer be aborted with magnet stimulation in (B) (6) 2009. The pt's generator was believed to be at end of service by the caregiver. The pt reportedly was seizure free with vns therapy until then. The pt's generator was replaced due to believed end of service condition and the lead was reportedly replaced prophylactically due to the longevity of the device. The explanted products were returned to the manufacturer for product analysis. Product analysis has been completed on the generator. The generator was found to be operating within designed limits and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event. The end of service allegation on the generator was not duplicated in the laboratory. Product analysis has been completed on the returned lead portions by the manufacturer and discontinuities in the body region of both the positive and negative quadfilar coil wires were confirmed. Mechanical damage and metal dissolution was observed in the area of the lead break in the positive quadfilar coil. Due to metal dissolution and mechanical distortion, the fracture mechanism cannot be ascertained for this break. Mechanical damage was observed in the area of the lead break in the negative quadfilar coil but no metal dissolution was present. The fracture was determined to be stress induced fracture from the fatigue appearance in the area of this break. Abraded openings in the outer and inner tubing/insulation were visualized during product analysis. The lead assembly was visualized to have remnants for dry body fluids inside the outer and inner silicone tubing. The marked and unmarked connector boots and connector silicone tubes and electrode array section were not returned for analysis, therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. Resistance measurement verified electrical and mechanical contact between the generator and the connector pins at one time. The pt's increase in seizure activity is most likely due to loss of therapy from the fractures observed in the lead body.